Event description:
Customer reporting 1 discordant flu b result. Customer states the result was positive on 1 instrument but negative on 2 other instruments. Customer states different technicians ran the samples. No confirmation testing was run and symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.